Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebu2117 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the blade of scalpel had signs of oxidation. There was no patient involvement; the PICC was placed successfully using another scalpel..

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of oxidation on the scalpel is confirmed and appears to be supplier related. One scalpel was returned for investigation. Brown-red discoloration of present near the center of the protruding blade length at the sharpened edge. Microscopic observation revealed the discoloration to be caused by oxidation of the scalpel blade. No apparent damage to the blade edge was observed. The blade was wiped using a sani-cloth and the discolored material was unable to be removed. Based on the description of the reported event and returned sample, the complaint is confirmed. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. The sample was returned one year after the reported event. The condition of the sample may have changed due to the environmental conditions the catheter was stored in. Reynosa evaluation complaint due to ¿scalpel was with signs of oxidation¿ was confirmed. According with the photo evaluation performed at reynosa facility and testing performed at bas lab it was concluded that there are residues of oxidation at the sharpened edge of the green safety scalpel making the device unusable for our customer. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) of rebu2117 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the blade of scalpel had signs of oxidation. There was no patient involvement; the PICC was placed successfully using another scalpel.